Event description:
It was reported that this electrode exhibited noise during in-clinic manipulation of the xyphoid area. The noise was observed in both alternate and secondary vectors while primary (the programmed vector) was free of noise. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced. It was noted the electrode was quite stuck in the patient, and the physician needed to use extraction tools to remove it. The local area field representative also noticed what might be a small indentation of the insulation on the lead just above the primary sensing ring. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a crack in the area next to the sense b electrode, extending into insulation. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed a completely fractured sense a cable approximately 440 mm from the terminal end. Fracture characteristics are unconclusive due to the fractured faces being mechanically worn. The identified fracture resulted in the observed noise.

Event description:
It was reported that this electrode exhibited noise during in-clinic manipulation of the xyphoid area. The noise was observed in both alternate and secondary vectors while primary (the programmed vector) was free of noise. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced. It was noted the electrode was quite stuck in the patient, and the physician needed to use extraction tools to remove it. The local area field representative also noticed what might be a small indentation of the insulation on the lead just above the primary sensing ring. Besides intervention, no other adverse patient effects were reported. Product return is expected.